Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, the image was not displayed. And b30 scope communication error occurred due to data error of scope identification (scope ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.